Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: revision surgery due to metallosis, pain, high cocr level, wear. It is reported that a patient underwent a revision surgery 15,6 years post implantation due to metallosis, pain and a high cocr level. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw for metasul cls spotorno insert: - aseptic loosening, metallosis, soft tissue damage due to inappropriate design concerning tribological performance leading to increased wear particles from articulation not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - detachment of the sandwich construction, wear on stem neck due to impingement with stem => possible, neither x-rays, operative notes, office visit notes, nor the device or photos of the explanted implant were received; therefore the condition of the component is unknown. It cannot be excluded that a detachemnt of the sandwich construction has occured. Root cause analysis root cause determination using rmw for metasul head: - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head design leads to impingement; limited range of motion not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, abrasive wear due to insufficient connection strength between stem and head due to insufficient material properties and/or design not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between stem and head (e.g fretting) => possible, no devices have been returned for investigation. Device analysis cannot be done. Therefore, this point cannot be excluded. - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem due to pe or metal particle release from articulation or taper connection => possible, no devices have been returned for investigation. Device analysis cannot be done. Therefore, this point cannot be excluded. - dislocation, subluxation, abrasive wear, loosening of components due to tissue impingement prior to proper taper fit => possible, no surgical report of implantation received. Therefore, this point cannot be excluded. - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement due to malposition of components (stem, head, cup) => possible, no x-ray was received to measure and evaluate the position of the implanted devices. Therefore, this point cannot be excluded. - dislocation, subluxation, abrasive wear due to scratches on articular surface during surgery => possible, no surgical report of implantation received. And no device has been returned for investigation. Therefore, this point cannot be excluded. - failure of connection between stem and ball head, implant breakage, corrosion, metalosis dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) => possible, no surgical report of implantation received. And no device has been returned for investigation. Therefore, this point cannot be excluded. - damaged implant, dislocation, subluxation, abrasive wear, loosening of components due to explanted metasul head (with e.g. A damaged taper and/ or scratches on the surface) is reused for new implantation surgery not possible -> no information received that a single use device was reused. - dislocation, subluxation, abrasive wear, leg length discrepancy due to soft tissue laxity => possible, no surgical reports or medical records were recieved. Therefore, this point cannot be excluded. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible -> the compatibility check was performed and showed that the product combination was approved. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of stem due to laser marking not readable in normal lighting conditions leads to use of wrong head => possible, no device has been returned for investigation. Correct product information cannot be verifed. Therefore, this point cannot be excluded. Conclusion summary it was reported that the patient underwent a revision surgery of a cls spotorno insert and a metasul head 15,6 years post implantation due to metallosis, pain and a high cocr level. Neither x-rays, operative notes, office visit notes, nor the device or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received with information about the hospital and surgeon. The report has been updated accordingly. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul cls spotorno, insert, 62/28 on the right side on (B)(6) 2002 and the patient underwent revision surgery on (B)(6) 2017 due to metallosis, pain and high values in the blood of cobalt and chromium.